Event description:
Dr. (B)(6) operated on a patient that had a previous t10-s1 fusion with depuy expedium 5.5 ti rod system. The procedure was performed in 2012 at an outside facility. At an unknown point in time, issues with the t10 hardware happened. On the right side of the construct at t10, the screw broke off just below the head. On the left side, the set screw is loose from the head and if free - rod is not secured to the t10 screw. During the revision surgery on (B)(6) 2015, dr.(B)(6) cut the rods just cranial to t11 with a metal cutting burr. He then removed the right screw head. The broken screw fragment remained in the patient. On the left side, dr. (B)(6) retrieved the set screw, and then removed the complete expedium screw. He said that the patient had a nonunion at the t10-t11 level. He did not reinstrument the t10 level. He completed the procedure.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.